Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 4/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: multiple occlusion alarms were observed in the black box and were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored.